Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported requires front tooth extraction due to exacerbated periodontal disease. Patient indicated to be true to infection, inflammation, blisters, sensitivity, discomfort, not fitting, loose, jaw discomfort, recent dental work, and root resorption concerns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.